Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2011; 419488, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they suspected that there was "a problem" with their cardiac resynchronization therapy defibrillator (crt-d) and they wanted it checked. The crt-d remains in use. No patient complications have been reported as a result of this event.